Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per vantive labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in bacterial peritonitis. The breach in aseptic technique was not further described. The peritonitis was manifested by cloudy pd effluent and abdominal pain. It was reported that the same day as event onset, the patient was hospitalized and treated with ceftazidime injection (1gm, twice a day, intravenous, ongoing), gentamycin injection (40mg, once daily, intravenous, ongoing), vancomycin injection (2gm, once every seven days, intraperitoneal, discontinued) and heparin injection (1000iu, each bag, intraperitoneal, discontinued) for peritonitis. The patient was discharged two days after hospital admission. At the time of this report, the patient was not recovered from peritonitis. Five days after event onset, pd therapy was discontinued, the pd catheter was removed and the patient was shifted to hemodialysis (ongoing). It was reported that the patient was retrained on proper aseptic technique. No additional information is available.

Manufacturer narrative:
Additional information: b5 and b7. B5: upon follow up, it was reported on an unknown date ceftazidime injection and gentamycin injection have been discontinued. Should additional relevant information become available, a supplemental report will be submitted.